Event description:
It was reported that the customer experienced occlusion alarms. There was no adverse impact to the customer¿s blood glucose level. Tandem customer technical support offered to complete a system check to identify the location of the blockage; however, the customer declined troubleshooting. The customer resolved the issue by changing the infusion set and cartridge.